Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope producing an image. The issue was found during preparation for an unknown therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Damage to the charged coupled device (ccd) caused the image to display in magenta, display with significant noise, and show white dots. Additionally, the universal cord and switch 4 were dirty, the objective lens adhesive was discolored, the bending tube had significant broken wires, the labeling on the video connector was peeling, buckling was present on the universal cord, there was a chip on the adhesive of the coating on the bending portion of the device, and a scratch on the same coating as well as the video connector, video connector case, light guide cover glass, light guide connector, right/left plate, up/down plate, right/left lever, angulation lever, control unit, switch 1, and grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image and irregular color tone was that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Event description:
Images are not displayed.